Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3889, product type: lead. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacture representative (rep) via an (B)(6) trial patient regarding an external neurostimulator (ens). Patient expressed concern that their lead had migrated because they had to increase stimulation. They also experienced seepage from their bandage. The patient has already contacted their healthcare provider (hcp) and is waiting for a response. No further patient complications have been reported as a result of this event.